Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent unexpected resets occurred. The customer's blood glucose level was above 500 mg/dl. The customer was uncertain of the suspected cause. Reportedly, the customer continued to use the pump for insulin therapy. No further event information was provided by the customer.